Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported the patient had pain at the implantable neurostimulator (ins) pocket and possible erosion. The ins had never worked and the patient was not able to get stimulation right. No troubleshooting, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.